Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and the customer saw air bubble during pump usage. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.